Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revelated high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revelated high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead had fractured. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Additionally. A second lead was implanted. Reportedly, therapy was restored post operatively.